Event description:
Olympus was informed that during an unidentified procedure, the referenced device kept shutting off during the procedure. There was no further details provided and no report of pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain add'l info regarding this report, however no add'l details were rec'd. The device reference in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the subject device was initially unable to power on when the main switched was pressed. The difficulty was isolated to a damaged switch on the converter unit that was found to not fully latch when depressed. The eval found that the video outputs and all of the front panel switches were working appropriately. The device was serviced, passed standard tests and procedures, and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.